Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified valve set was leaking. It was further reported that fluid was coming out of the tubing of the valve set and going into the horizontal hood. This was identified during an unspecified process step. There was no patient involvement. No additional information is available.